Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs a device appears to be intact with red particles on the surface has biological tissue red in color. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: device rupture.

Event description:
Patient reported right side "implant rupture". Patient additionally reported "suffered with many health issues over the years that I feel are related to breast implant illness and I'm worried". These events are not device related. The device has been explanted.